Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose was 158, 311 and 158 mg/dl within 10 mins, with the difference of 43%. Pt did not experience any adverse events. No further info has been reported.